Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter displayed inaccurately high results compared to both another meter and to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter had been giving high readings for about a month prior to contacting lfs. The patient manages his diabetes with insulin which he self-adjusts; he also mentioned that he has dementia and some of his responses were confused. He reported that the readings on the subject meter were ¿between 17.8 mmol/l to over 20.0 mmol/l¿ and that these results did not correspond with his feelings. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient couldn't specify the exact date of these occurrences, but mentioned that on one particular occasion he adjusted his insulin after the meter showed 12.9 mmol/l. He reported that he had felt ¿dizzy¿ before testing but because of the high reading he adjusted the insulin dosage and the ¿symptoms became more severe¿. It was not clear how much insulin the patient took as he gave several different amounts (18 or 21 units of novomix 30). He reported that he self-treated his symptoms by eating chocolate cake. The patient also mentioned that he had carried out comparison tests with another meter within a few minutes of each other, and the readings were as follows: 18.1 mmol/l on the subject meter versus around 7.0 mmol/l on the non-onetouch meter. (Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method). Complete troubleshooting was not possible, but the cca noted that the patient had followed the correct testing steps. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Severe dizziness, after obtaining an alleged inaccurately high result on the subject meter and injecting an unknown quantity of insulin.